Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. Sample 1 initial result was 147 mmol/l and the repeat result was 138 mmol/l. Sample 2 initial result was 133 mmol/l and the repeat result was 125 mmol/l. Sample 3 initial result was 140 mmol/l and the repeat result was 134 mmol/l. Sample 4 initial result was 131 and the repeat result was 124 mmol/l. The initial results for some of the samples were reported outside of the laboratory and later corrected with the repeat results. The customer could not confirm which samples had questionable results reported. The electrode lot number was c4223 with an expiration date of 17-jul-2023.

Manufacturer narrative:
The customer replaced the electrode and recalibrated the ise. The field service engineer found there was contamination of the sample probe and replaced the probe. The customer ran qc with all results in specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.